Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that for about a week to two weeks has been experiencing pain and burning slightly over the ins site. Patient said that the pain was so bad that had to go to the hospital and was in the hospital for a day and a half. When asked, patient said hasn't had any falls or trauma. Patient said that with stimulation turned off still feels the pain and burning. The circumstances that led to the reported issue were unknown. The patient was redirected to their healthcare provider to further address the issue. Documented reported event. No further action was taken by patient services. Patient said at their last appointment about 1.5 months ago the doctor sent a request to manufacturer to schedule a standard device check since it has been a while since a check was performed. Patient said hasn't received any calls from manufacturer about this yet.

Event description:
Additional information was received from the manufacturer's representative: it was unknown whether the hospitalization was related t o the device or therapy. The cause of the burning and pain at ins site was also unknown; the patient stated he also had other devices not related to pelvic health. The rep met with patient on (B)(6) 2024 to perform device check. No abnormal impedance was seen and they adjusted band width higher to provide patient comfort. It was unknown if the issue was resolved, because the patient has not followed up since (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported the cause of the pain and burning over the implant was not determined. They reported the likely cause being a possible spinal disk bulging - referred pain. It was reported they had a medtronic pacemaker that was on when they experienced the pain and burning.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.